Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-aug-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the customer had been able to recover the drawer. This was a legacy drawer, and no error message appeared on the screen. The customer was able to access medication. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.2 experienced a failure and could not be recovered. The customer reported that the drawer remained stuck on the message "please clear obstruction," although no obstruction was visible. The customer attempted to restart the device, but the issue persisted. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.